Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2008, patient underwent following procedure: removal of hardware, l2-4. Replacement of hardware, l2-4. New hardware, l4-6. Revision hemilaminectomy l4 bilaterally. Laminectomy l5. Transforaminal discectomy l4-5. Interbody fusion l4-5. Cage placement l4-5. Use of fluoroscopic imaging. Allograft placement. Autograft placement. Use of bone morphogenic protein. Evaluation of fusion mass. Posterior lateral fusion l4-5 pre-op and post-op diagnosis: herniated nucleus pulposus. Scoliosis. Spinal stenosis. Retained hardware as per operative notes". I then removed majority of the disc material from the disc space at l4-5. After the endplates had been prepared and bleeding bone was identified. I then placed the cage into the interbody space, ap and lateral fluoroscopic imaging confirmed proper placement of the cage finalizing the interbody fusion. Anterior to the cage I placed a combination of bone morphogenic protein and allograft as well as local autograft. Again ap and lateral fluoroscopic imaging confirmed proper placement.. The patient tolerated the procedure without complications.." On (B)(6) 2008, patient underwent MRI of lumbar spine without and with contrast. Indication: low back pain. Comparison: MRI lumbar spine (B)(6) 2008, (B)(6) 2008. Findings: when compared with the MRI of the lumbar spine from (B)(6) 2008, patient had undergone a discectomy at l4-5 with placement of an allograft bone block. Posterior interbody fusion and stabilization rods have been extended inferiorly to l5. Presently, stabilization rods and pedicle screws provide posterior interbody fusion from l2 through l6. Bilateral laminectomies from l2 through l4. Mild to moderate left-sided disc protrusion at l1-2 is stable and is not continuous with conus medullaris. There is also a mild right-sided disc protrusion at t12-l1. This disc space level was not imaged in the axial plane previously and comparison is inexact. No fracture or subluxation. Moderate scoliosis towards right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.